Event description:
It was reported that the patient experienced pain at the ipg site. Additionally, patient is unable to set the ipg into MRI mode. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.